Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 12 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a laparoscopic hepatectomy, three devices were used. The tissue pad of the first device was partially separated about 2 hours after the start of the procedure. There were no fallen fragments. The user exchanged the first device for the second device and continued the procedure. The probe of the second device broke about an hour after use. The probe of the second device separated into two completely when a staff touched it outside the patient. Open circuit error occurred during the use of either devices. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the breakage of the probe on the second device.